Event description:
It was reported, the patient was having issues with her leads because, she had lost a lot of weight. The patient¿s leads were moving and she was getting chest wall stimulation; it went from her belly button through her back to her front and to her chest. The patient had tried to run it and it was causing really bad chest pain and she thought it was anxiety and she should not be having that. It was noted, the patient was unable to use either lead. The patient had shut off her upper stimulator for a couple of days; it was noted this had happened 5-6 times per year and was not a big deal. But the patient was still having issue with lower stimulator when it was running and she did not realize that was what it was. The patient had shut off her lower stimulator for two weeks. Next week wednesday, the patient was going to have a sympathetic nerve block and they were going to check and see where the leads were. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 37711, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 74002, lot# n204144, implanted: 2010 (B)(6); product type adapter product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 7435, serial# (B)(4); product type programmer, patient (B)(4).